Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that the cassette indicated it is empty but pump says there are more milliliters left. No patient injury was reported.

Manufacturer narrative:
10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; the tamper seal was intact. There was no evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation. Running three accuracy tests, the pump was found to be slightly high over delivering to the manufacturing specifications. The expulsor has been trimmed before, so it was recommended that the expulsor assembly to be replaced as corrective action. The root cause of the reported issue was unknown. The product is 10 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: correction: d4: model number: 6500.